Manufacturer narrative:
Product event summary the full lead was returned for analyzed. There were no anomalies found.

Event description:
It was reported that a few days post implant, the right ventricular (rv) lead showed no capture and low impedance. A lead repositioning was done, and impedance measurements through the device were still low. The rv lead was explanted and replaced, but continued to show low impedance through the device. The device was then explanted and replaced. All measurements were within expected range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.